Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 4. Once testing was completed, the axis 4 motor and motor cable was tested and was verified to be the source of the fault. As a result of these findings, the probable root cause is attributed the axis 4 motor and motor cable in the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the system kept faulting out. The tse reviewed the system error logs and confirmed the occurrence of error 23025, pointing to the right master tool manipulator (mtm). Prior to calling, the user had power cycled the system twice, but the error came back upon system startup. The tse guided the user to move the axis 4 around and hard power cycle the system, but the issue persisted. The user planned to convert to another system to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 - 30 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.